Manufacturer narrative:
An investigation was completed to determine the cause of this adverse event. There is no indication that the customer reported complication of pneumothorax was related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure.

Event description:
It was reported that after an ion lung biopsy procedure, the patient had developed a large pneumothorax which required chest tube placement and hospitalization. The target nodule was 13 millimeters in size and located medially in the ligula touching the pleura and the heart border. The procedure was completed as planned. The patient had hypoxia, a chest tube was placed and supplemental oxygen was given. The pneumothorax resolved and set to be discharged after 1 day of hospital stay. According to the physician, the pneumothorax was inherent risk of the procedure and it would have likely occurred via another modality. There was no device issue or malfunction associated with the event.